Event description:
The advocate stated that the customer had been receiving "hi" blood glucose results using her contour meter. While troubleshooting, she performed control tests and received a result of "hi". The normal control range was 106-146 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.